Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the device's volume are inaccurate and up to 20 percent. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received on 15-aug-2022 via email and attached to complaint object: there was no patient involvement with these pumps. All five pumps were found in a box in storage. The pharmacy director tested them by setting the pump to deliver 100 ml, but they only delivered 80 ml. This is the case for all five pumps. They are two years old and haven't had any service. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2110 h4: correction: device manufacturing date: 18-feb-2020

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: b4: updated aware date: 09/07/2022.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device in good condition. Functional testing found after running three accuracy tests, the pump was found to be within manufacturing specifications. Device passed all functional testing, unable to replicate the reported issue. No problem found. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).